Event description:
Was wearing a medical grade face mask, as was required by the executive order in (B)(6) due to the covid situation. After approximately 10 minutes of wearing a mask under normal condition, had a severe asthma attack; not able to breathe; which triggered an anxiety attack; was unable to find and administer an inhaler due to difficulty breathing and anxiety. Another person had to remove the mask, search for and administer an inhaler. There are no warnings and contraindications listed on the masks, and it should be disclosed that the device can be dangerous to use, and is contraindicated in these circumstances. FDA safety report ID# (B)(4).